Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous rca. When the sterilized bag was opened and the stent cover at the tip was removed, a slight catching was felt, so when the cover was removed slowly, a slight rise (deformation) of the stent was confirmed. The operator himself reshaped the stent with his fingers, judged that there was no problem, and tried to use it, but he felt resistance when inserting it into the stenotic part of the blood vessel, and it did not pass. Therefore, the procedure was completed using another companys stent of the same size.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed (i.e. Several struts are bent) at its proximal end. Judging from the x-ray markers the stent is displaced by about 3 mm in distal direction. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts and centering on the balloon, and not to use if any defects are noted.